Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32124. It was reported that the patient experienced decreased oxygen levels during a perm implant procedure. The patient was intubated and the leads were removed and the procedure was abandoned. No products were implanted. No further information is available.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.